Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument broke at the attachment between the silver metal portion and the insulation. The cannula and seal were stuck, and the instrument would not slide out without assistance from in-house maintenance group. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained additional information. The prograsp forceps instrument was included on the same report since it had the same issues during surgery. The instrument inspected prior to use and no damage was found. The wrist/grasper part was still able to straighten out. However, the metal portion was misaligned and blocking the cannula. The port incision was not increased in order to remove the instrument and cannula together. The surgical staff reported that there were no pieces that broke off or fell on the patient. There was no collision with other instruments or tools.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the main tube damaged. A piece measuring approximately .108¿ x .048¿ was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.